Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2014, the subject ICD was attempted but could not be implanted due to a set screw issue. The device will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014 the subject ICD was attempted but could not be implanted due to a set screw issue. The device will be returned for analysis.

Event description:
Reportedly, on (B)(6) 2014 the subject ICD was attempted but could not be implanted due to a set screw issue. The device will be returned for analysis.